Event description:
It was reported a revision was performed due to the poly not engaging correctly.

Manufacturer narrative:
The associated complaint device was not returned for evaluation. Please see attached for investigation results.